Event description:
It was reported that the 2800 system had a physicist discrepancy. The high level fluoro is out of limits. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. The high level fluoro dose rate was adjusted during the service call. The system was tested and found to be working as intended and placed back into service.